Event description:
It was reported that during a da vinci-assisted surgical procedure, the image from the 30-degree endoscope was upside down. The intuitive surgical, inc. (Isi) technical service engineer (tse) explained the function of the guide tool change and advised the customer to press the clutch button and reinstall the endoscope. The issue was resolved. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope was installed in the down orientation. The surgeon confirmed the desired orientation when the endoscope was installed. There was no damage observed on the endoscope's adapter or base. Prior to the event, the endoscope was not manually rotated 180 degrees. The issue was resolved by pressing the clutch button and reinstalling the endoscope. There was no injury to the patient. The endoscope will not be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by pressing the clutch button and reinstalling the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A return material authorization was not issued for return as the customer reported that the endoscope is not available for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.